Event description:
The customer reported the spo2 values would begin reading ok then, would suddenly drop into the 60s and 70s. No patient impact or consequences were reported.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. No physical damage was observed. The cable passed continuity tests, no short or open connection was detected, and no intermittent short or open connection was detected when cable is manipulated. The cable passed spo2 simulation tests and was able to obtain spo2 (96%) and pulse rate (75 bpm) values. The cable was found to be functioning as designed. Age at time of event was updated to 5 yr. Sex: was updated to male.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. No physical damage was observed. The cable passed continuity tests, no short or open connection was detected, and no intermittent short or open connection was detected when cable is manipulated. The cable passed spo2 simulation tests and was able to obtain spo2 (96%) and pulse rate (75 bpm) values. The cable was found to be functioning as designed.

Event description:
The customer reported the spo2 values would begin reading ok then, would suddenly drop into the 60s and 70s. No patient impact or consequences were reported.